Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and inspections confirms that the door was not functioning. Dingus was in the correct position. Used the ratchet to reset the door to the closed position. Replaced gantry controller. Invalidated / rehomed gantry successfully. Verified that the tractor drive motor was not slipping via the rotor encoder slippage procedure. System checkout passed. System fully functional. B01,c07,d02,g04035 are applicable d9) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, install c ontrol box into test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault foun d while under test. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that door was stuck and the doors are unable to open or close. No patient was present at the time of event.